Event description:
Customer reported she did an infusion set and reservoir change the night before and thought she had completed it but then her blood glucose went high overnight to 479 mg/dl; she checked and the status screen on the insulin pump said finish loading and when she pressed the esc button, it showed the amount of the insulin bolus was 0. The customer had never finished priming and therefore did not deliver the bolus as the device was still on the priming screen. Customer stated she is stuck in the rewind complete loop. She is able to escape to the status screen. She was instructed to press the act button on the rewind complete screen and she stated that it does not move from the rewind complete screen. Customer advised to remove the battery for 11 minutes. She was assisted with setting time and date. Customer received a failed battery test when she put in a new battery. Battery cap cleaned and battery reinserted; alarms cleared and device worked. She was going to treat with insulin bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.